Event description:
During a follow-up, capture anomalies were noted on the right ventricular (rv) lead. A rv lead dislodgement or cardiac perforation was suspected. X-ray was performed and was unable to confirm dislodgement or perforation. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Event description:
Additional information was received indicating that the patient also experienced diaphragmatic stimulation prior to explant of the lead. The lead was explanted and replaced to resolve the event.

Manufacturer narrative:
A complete lead was received for evaluation in two portions for analysis. As received, the helix was retracted and could not be extended due to blood/tissue in the helix housing and on the inner coil. The distal portion of the lead was cut and ultrasonically cleaned. By applying direct torque to the inner coil, the helix could be extended and retracted. The fully extended helix was measured within specification. Regarding the complaint of unspecified capture issue was not confirmed. Electrical testing that could be applied on the returned portions did not reveal any indication of conductor fractures or internal shorts. Tip stiffness test results were within specification. The damages found are consistent with procedural damage.